Manufacturer narrative:
Event summary (product and patient/user/environment effect): 10 jul 2023, customer reports otocam camera has a pink tinge. No color to it, just pink. The light comes on. Can almost see if pointed toward the light, but goes dark when going toward the ear. There is a tear in the wire. 10 jul 2023 case mentions a cable tear. Follow up with customer on to clarify cable tear and provide photograph of damage- no response; 12 jul 2023 request for clarification from customer on cable tear/photo of the damage- no response; 17 jul 2023 further request for clarification from customer on cable tear/photo of the damage - no response; 19 jul 2023 questionnaire sent - no response; 12 jul 2023 request for return of device from customer- no response; 25 sep 2023 voice message left for customer by technical service to request return of device - no response; 07 oct 2023 customer called and went through troubleshooting with ts, agreed to exchange the device. A replacement device will be supplied through 'warranty exchange' 8-04-13250 1076 aurical otocam 300 sn (B)(6) shipped 12/jul/2023 ((B)(4)) the issue was previously investigated on capa005081: patient safety risk:low; regulatory risk:low; risk assessment notes:the risk associated with the failure modes is considered acceptable as per ras doc-037003. Maintenance design change on eco#40886 documents the redesign of the otocam cable file attachments.

Event description:
Aurical otocam 300, 1076. Camera has a pink tinge. No color to it, just pink. There is a tear in the wire. No reports of shock or other adverse event. No reports of injury to patient or user.

Event description:
Aurical otocam 300, 1076. Camera has a pink tinge. No color to it, just pink. There is a tear in the wire. No reports of shock or other adverse event. No reports of injury to patient or user.

Manufacturer narrative:
Initial report (ref natus complaint (B)(4).) Caller reports otocam caamera has a pink tinge. No color to it, just pink. There is a tear in the wire no injuries reported customer has been advised to return the device for evaluation. The risk associated with the failure modes is considered acceptable as per ras doc-037003. Risk management file review (product and event) the current risk file doc-037003 rev. 07 - 1076 otocam 300 - risk analysis hazard ID 5.14 identifies this issue harm - negative effect on functionality, inability to function cause- inadequate design. Accidental damage, mishandling severity- marginal (3) risk level- minor (9) complaints are to continue to be monitored through qms-000039 adverse event procedure. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure) complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. No trend for this failure identified.